Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was damaged on delivery. Incision enlargement was performed. The lens was implanted, removed, and replaced intraoperatively and the problem was resolved. Cause of the event was reported as device.